Manufacturer narrative:
On 2/13/2020, additional information indicated that the patient ethnicity is caucasian and she is 36 years old. On (B)(6) 2020, patient called and reported additional information:non-stop ringing in the ear the last 72 hours. Mammogram and sonogram come back normal. Patient stated perfect vision prior to augmentation and no has to wear glasses do to spotty vision. On (B)(6) 2020, patient reported, sudden rash on forehead with horrible itch. Patient also reported device information as follow: l) 3503504bc, sn#: (B)(6) r) cat#: 3503504bc, sn#: (B)(6). On (B)(6) 2020, doctor called and asked mentor what is needed for this claim. Advised if she has a diagnosis for the patient. She said she had no diagnosis. The patient has not been to a doctor and they can't diagnose her. The doctor thinks the patients "wheels are more going" and the patient is not going through the proper steps. The patients mammogram and ultrasound both show negative. The patient went to her eye doctor and got new glasses because she was having trouble with her eyes. That is the only doctor the patient has scene. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5091679. It was reported that a female patient underwent an unknown breast surgery with unknown, silicone breast implants which the patient reported severe anxiety, severe insomnia, heart palpitations, night anxiety, depression (severe), sudden stomach pains, food intolerance developed within the last 2-3 months, unexplained rashes, unexplained severe itching on skin (legs and arms), constant cold feet even in 72 degrees, blurry vision, double vision, constant fatigue, excruciating pressure on chest, constant burning sensation on chest especially at night, joint problems (severe in right shoulder next to questionable implant including grinding sensation at collar bone), right implant feels like it bulging out, right implant often painful, nipple turning upward, problems thinking straight, popping sensations behind right implant and on sternum, connective tissue problems possible, constant burning sensation in chest area even when anxiety is not present, abnormal hair loss, un-triggered panic attacks, painful muscle spasms in right calf, muscle spasms right shoulder, joint issues right knee, joint issues left knee, left shoulder joint issues after implantation. Patient also reported that she is currently experiencing severe insomnia as well as depression (onset since her augmentation in (B)(6) 2019). On (B)(6) 2020, respond received from the patient indicating no history (prior to augmentation), in my family or for myself, for the symptoms she has listed previously. All symptoms have continued, varying in severity since the date of her report. She have been prescribed glasses to treat her vision issues and she had to undergo a diagnostic mammogram, which showed no rupture despite her recurring issues. Her right implant continues to change shape, becoming harder and higher (this is the side she is having ongoing shoulder problems since augmentation.) It has been noted by both her eye doctor and orthopedist that her issues are likely caused by inflammation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.this report is for the left side.